Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2007 - patient was implanted with a brad flat mesh. On (B)(6) 2008 - patient was implanted with additional pelvic mesh. Attorney alleges pain and disability, defective mesh.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.